Event description:
Customer reportedly obtained a result of 451 mg/dl and 447 mg/dl on the advantage system, while the nurse's device read 95 mg/dl within 10 minutes. No action was taken based on these results. No adverse event reported. Requested return of suspect system and replacement was sent. Information suggests comparison performed in the home.